Event description:
It was reported that the patient had twiddler's syndrome and the physician elected to replace the device for "sterility concerns." No issues were noted with the device performance. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant products : 2088tc implantable pacing lead (B)(6) 2013; 7120q implantable tachy lead (B)(6) 2013. (B)(4).

Manufacturer narrative:
Product event summary: the device was returned and analyzed with no anomalies found.

Manufacturer narrative:
Corrected information:no eval explain code if information is provided in the future, a supplemental report will be issued.